Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - clinical code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "Name of orthopedic surgery? Total knee arthroplasty. It was noted the procedure and event date were 15-dec-2023. Please confirm: the initial itching started post op 3 days. What was the procedure date? (B)(6) 2023. What date /day post op was the reaction noted? (B)(6) 2023. Was any surgical intervention performed? No surgical intervention performed were any cultures taken? Results? Unk. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?history of usage of dermabond. Is the patient hypersensitive to pressure sensitive adhesives? History of usage of dermabond. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, gender, age or date of birth; bmi - woman. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk, but history of usage of dermabond. Product lot of product used? Unk. Current patient status. The patient was cured. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not reporeted. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the product was used on the knee. Itching started 3 days after surgery, and after about a week, it looked just like the picture. After the product was removed, the patient was prescribed steroids. The surgeon commented that the inflammation is severe. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of orthopedic surgery? It was noted the procedure and event date were (B)(6) 2023. Please confirm: what was the procedure date? What date /day post op was the reaction noted? Infection. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic surgery on the knee on (B)(6) 2023 and topical skin adhesive was used. Itching started 3 days after surgery, and inflammation occurred. After the product was removed. The patient was prescribed steroids. The patient was discharged from the hospital. At a dermatologist's department, steroid was applied and the patient was cured. The adhesive was peeled off. Additional information has been requested.